Manufacturer narrative:
Chemistry data and raw filter data was obtained electronically from the instrument and evaluated by dade behring. Data indicated that the instrument was performing within specification and that the falsely depressed result was most likely caused by a pre-analytical sample handling issue such as an air bubble in the sample cup. The dimension operator's guide states that there should be no air bubbles in the the sample container. Air bubbles can cause falsely depressed results due to inaccuracies in sample level sense.

Event description:
A falsely depressed tbil result of 6.9 mg/dl was obtained on a newborn baby sample. The result was reported to the physician and the baby was discharged. The physician later questioned the result and the baby's sample was re-tested. The re-tested sample was run in duplicate and obtained results of 20.3 mg/dl and a 20.1 mg/dl. A corrected report was sent to the physician. The baby was retested four days later and tbil was a 13.2 mg/dl. The nurse indicated that the baby's bilirubin was coming down on its own and there were no adverse health effects as a result of the falsely depressed tbil result. However, they would have admitted a baby for phototherapy when the tbil result was over 20mg/dl. Therefore, treatment could not have been delayed due to the erroneous tbil result. Analysis of instrument data indicated there were no problems with the instrument or reagent and that there may have been an air bubble in the sample cup which caused a short sample.